Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement, occlusion of device or native vessel. (Pxc121200/12142054 (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with the gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm, and right and left common iliac artery aneurysms. The patient tolerated the initial procedure. It was reported that ultrasound determined the maximum diameter of aortic aneurysm was 53mm. On (B)(6) 2014, the follow-up computed tomography angiography showed that the maximum diameter of aortic aneurysm was 49mm. On (B)(6) 2015, the follow-up cta showed that the maximum diameter of aortic aneurysm was 53mm. On (B)(6) 2015, it was reported that the patient had a left iliac artery restenosis and there was 70% device stenosis at the site of the previous device implanted. The patient underwent the left iliac artery ivus, angiogram and a pta ballooning procedure with an assurant cobalt otw bms stent and 8mmx20mmx80cm bare metal stent which were placed across the lesion and deployed at max inflation pressure of 12 atm. The patient tolerated the procedure and was discharged home on (B)(6) 2015 in stable condition. No further adverse events have been reported.